Event description:
It was reported that a user experienced intermittent unresponsiveness of the ilet sleep/wake button, where the device would not consistently wake when the button was held, although it operated normally during the service call. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health and no alarms. Investigation included remote troubleshooting, confirmation of current firmware, and guidance to perform a device restart. Investigation of this case revealed that the device restarted successfully, and the sleep/wake button functioned as expected following the restart, indicating normal operation at the time of evaluation. It was concluded, based on previously established findings for similar reports, that the cause was not confirmed and may relate to transient device behavior that resolved with restart.